Manufacturer narrative:
(B)(4). Manufacture date ¿ 4/22/2015 to 4/29/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge was dried out (inadequate iodine), white and still in the minicap. This was noticed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.